Event description:
It is reported that the item was implanted on (B) (6) 2009. After checking literature, it was discovered that this combination is not okay. An offset patella was implanted. The insert for g femur, which the literature says it needs to be an inset and not an offset patella.

Manufacturer narrative:
A nexgen 32 mm all-poly patella was implanted with a size g, lps-flex femoral component and the patella was not "inset". It is indicated in the package insert to inset the patella when this size combination is used. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.